Event description:
No new information.

Manufacturer narrative:
Investigation results were made available. DHR-review: ref: (B)(4); lot:2675507, yield:20, delivered:20. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. Ref: (B)(4); lot:2677320, yield:64, delivered:57, scrapped: 7. Reason for scrapping:damage from washing. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event is identified: dislocation. Event description: it was reported that the patient was implanted with a total hip prosthesis on (B)(6) 2013. The head and liner were revised on (B)(6) 2014 due to dislocation. Review of received data: implantation report dated on (B)(6) 2013: diagnosis: coxarthrosis with flexion contracture, marginal osteophytes of the acetabulum, synovitis of the joint and trochanteric bursitis. Intervention: total hip replacement in minimally invasive technique with allofit acetabular shell 62, durasul liner dorsally elevated, durasul head xl 32mm, cls sportono stem 12,5, 125° intraoperatively mentioned acetabulum floor plastic for generating a sufficient offset for the cup and thereby achiving of a necessary total offset of the hip. The 62er allofit shell was firmly impacted with 45° inclination and 20° anteversion. After exclusion of a dislocation tendency a readaptation of the external rotators as a capsular flap plastic was performed. The final x-ray check describes a correct implant position without any indication of fissure or fracture. The cup has an inclination angel of less than 50 degrees. Revision report dated on (B)(6) 2014: diagnosis: recurrent dislocation of the right hip. Surgical procedure: change of the insert to 62er durasul elevated insert and head change to 3 xl offset merete bioball delta-head. Ventral tissue release and removal of marginal osteophytes due to recurrent dislocation of the right hip was performed. Before performing the revision surgery, a dorsal dislocation tendency in 30 ° adduction and 75-90 ° internal rotation is described in the movement test in anesthesia and lateral position. Ventrally there is no dislocation tendency. The xl head is removed. The adhesions that have developed especially in the ventral area of the stem and the cup are gradually removed. These adhesions are suspected to promote a dislocation. The cup is exposed and the liner is removed. Osteophytes, which could favor dislocation, are removed as well. A dorsally elevated liner was placed and a 3xl 7.5° offset bioball head were impacted and finally readaption of the external rotators using a capsular flap plastic. In final x-ray inspection a correct implant position without any indication of fissure or fractur is described. Two undated x-rays have been received, showing the implants after the primary implantation. These x-rays have been reviewed by an hcp: right hip in ap-view: the tip of the stem is not shown, slightly stem position in varus with about 2-3 °. The inclination of the cup cannot be determined due to missing reference points. However, it does not seem too small or too large here. The anteversion of the cup cannot be determined exactly, too little antetorsion or a retroversion position is not apparent. Right hip axial semi-axial-view: in connection with the subsequent revision surgery after recurrent hip dislocations no conspicuous pathological findings. Conclusion: based on the available information and conventional radiological findings, there is no reliable information on an implant-related cause for the reported dislocation. In this case, a posterior approach was chosen in the primary operation. As mentioned in the surgical report, the external rotators were detached and readapted in the sense of a capsular flap plastic. A dislocation tendency could be excluded during the intraoperative movement check. In the present file there are no indications as to why and at what times postoperative recurrent dislocations have occurred. A component malpositioning can be excluded here on the basis of the available postoperative x-rays. Before performing the revision surgery, a dorsal dislocation tendency in forced combined adduction and internal rotation is described. From experience, the reason for this dislocation could be an insufficient anteversion or retroversion of the shell, joint hyperlaxity or primary or secondary impingement. Preoperative x-rays before performing the revision surgery are not available. A corresponding component malpositioning in the sense of too low anteversion or retroversion of the cup can be excluded on the basis of the available postoperative x-ray images after the primary operation. Based on the available documents there are no indications of a primary (for example, by the premature striking of the femoral component on the shell component by the extended prosthesis head) or secondary impingement, which can promote a hip dislocation. Clinical findings indicating joint hyperliticity are not described in the documents. A possible effect with promotion of a dislocation by adhesions and osteophytes are described within the scope of the revision surgery approximately 1.5 years after the primary operation. A variety of studies have shown in the past that posterior approach to the hip, which involves the external rotator and dorsal capsule, has a higher risk of dislocation compared to lateral, anterolateral or anterior approach. An anatomical reconstruction of the posterior capsule and the external rotators as well as an increased antetorsion of the acetabulum allow, according to experience, a significant reduction of the luxation rate to be achieved. In the present case, the dorsal approach with detachment and readaptation of the external rotators and final capsular flap plastic is documented in the context of the primary operation. In summary based on the available documentation, according to the conventional radiological examinations of the right hip in two views after the primary implantation of a total hip endoprosthesis on (B)(6) 2013, there is no reliable information on the cause of the recurrent postoperative hip dislocations with subsequent revision surgery with change of the insert and head on (B)(6) 2014. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: the compatibility check was performed from and showed that the product combination was approved by zimmer biomet. Root cause analysis: root cause determination using rmw for cocr-head: dislocation, subluxation, abrasive wear due to inadequate head design leads to impingement; limited range of motion. Not possible a systematic issue with design would have been detected as part of the issue evaluation assessment. Postoperative tissue reaction, metalosis, dislocation, aseptic loosening of stem due to excessive wear due to micromotion in taper connection between stem and head (e.g fretting). Possible, no device was received for investigation, the condition of the device is unknown. It is unknown if micromotion has occurred. Therefore, this cause cannot be excluded. Postoperative tissue reaction, metalosis, dislocation, aseptic loosening of stem due to pe or metal particle release from articulation or taper connection. Possible, no device was received for investigation, the condition of the device is unknown. Therefore, this cause cannot be excluded. Dislocation, subluxation, abrasive wear loosening of components due to tissue impingement prior to proper taper fit. Not possible the surgical report is available and proves the correct implantation of the components. Dislocation, subluxation, abrasive wear due to impingement due to malposition of components (stem, head, cup). Not possible the x-ray analysis confirmed the correct positioning of the implants. Dislocation, subluxation, aseptic loosening of components due to selection of wrong components. Not possible combination is allowed/approved. Dislocation, subluxation, abrasive wear due to scratches on articular surface during surgery. Possible, no device was received for investigation, the condition of the device is unknown. Therefore, this cause cannot be excluded. Failure of connection between stem and ball head, implant breakage, corrosion, metalosis dislocation, subluxation, abrasive wear due to head is implanted on a damaged stem taper; usage of a wet and/or unclean stem and/or head taper/(particles between stem taper and ball head taper). Possible, it cannot be evaluated if the stem taper was intact, since the device is not at hand for investigation. Therefore, this cause cannot be excluded. Damaged implant, dislocation, subluxation, abrasive wear loosening of components due to explanted cocr head (with e.g. A damaged taper and/ or scratches on the surface) is reused for new implantation surgery. Not possible no information which could point on the reuse of the head was received. Dislocation, subluxation, abrasive wear, leg length discrepancy due to soft tissue laxity. Possible, the constitution of patient's soft tissue is unknown. Therefore, this cause cannot be excluded. Failure of connection between stem and ball head, abrasive wear, dislocation, subluxation, fracture of stem, leg length discrepancy due to off label use; wrong combination of components used; combination with competitor products. Not possible combination is allowed/approved. Root cause determination using rmw for the inlay: loss of insert-shell connection, component loosening, dislocation due to insufficient insert stability due to design (snap geometry). Not possible a systematic issue with design would have been detected as part of the issue evaluation assessment. Metal debris, breakage of insert, stem neck fracture,dislocation or luxation,osteolysis / metallosis due to inappropriate insert design concerning range of motion (e.g. Hooded inserts) leading to impingement of components. Not possible a systematic issue with design would have been detected as part of the issue evaluation assessment. Incomplete insert fixation in shell leading to postop complications due to excessive impaction force. Possible, as the products have not been received, this cannot be excluded. Implant dislocation / loosening / fracture due to selection of wrong components. Not possible the compatibility check was performed and showed that combination used is allowed. Incomplete insert fixation in shell leading to postop complications (insert dislocation, loosening, fracture) due to wrong or incomplete inspection. Possible, as the products have not been received, this cannot be excluded. Conclusion summary: it was reported that the patient was revised 18 months after implantation due to dislocation. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. The x-ray analysis confirmed the correct positioning of the implants. Based on the available documents there are no indications of a primary (for example, by the premature striking of the femoral component on the shell component by the extended prosthesis head) or secondary impingement, which could promote a hip dislocation. Clinical findings indicating joint hyperliticity are not described in the documents. Adhesions and osteophytes are described within the scope of the revision surgery as possible favoring factors of the dislocation. Moreover, studies have shown that a posterior surgical approach, which involves removal of the external rotator and dorsal capsule, has a higher risk of dislocation compared to a lateral, anterolateral or anterior approach. Therefore the posterior surgical approach during implantation as well as the developed adhesions and osteophytes might have caused or contributed to the reported dislocations. However, based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4). The following reports are associated with this event: 0009613350-2018-01094-1.

Manufacturer narrative:
(B)(4). Concomitant medical products and therapy date detail of product: item # 0100013514 item name durasul, alpha insert, hooded, nn/32 lot # 2675507. Item # 0100295012 item name cls spotorno, stem, 125°, uncemented, 12.5, taper 12/14 lot # 2550757. Item # 00000004250 item name allofit alloclassic shl 62/nn lot # 2669153. The manufacturer did not receive x-rays but received other source documents for review. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. (B)(4).

Event description:
It was reported that patient underwent revision surgery due to dislocation.